Manufacturer narrative:
For coil protrusion.

Event description:
The patient was admitted with a ruptured right ophthalmic artery aneurysm. As the physician was advancing the coil into the aneurysm, "the coil pushed outside the aneurysm and the microcatheter also pushed out the aneurysm inside the parent vessel." The coil was successfully repositioned into the aneurysm and detached with no noted bleeding on angiography. As the second coil was being advanced to the lesion, the patient's blood pressure "rose slightly". Angiography demonstrated extravasation "consistent with rupture of the aneurysm" and 15mg of protamine was administered to reverse the heparin. The second coil was then advanced into the aneurysm and deployed. A follow up angiogram revealed "total occlusion of the aneurysm without evidence of persistent leak." A further two coils were detached into the aneurysm. A follow up angiogram taken after the fourth coil revealed one coil had migrated [device in question] to the distal right a1 segment of the anterior cerebral artery (aca) and one coil [third coil] had prolapsed into the parent vessel. The prolapsed coil appeared to be "hooked to the coil mass" so the physician chose to place a stent that pushed the coil back into the aneurysm. The migrated coil occluded the distal aca, a1 sement; however, the right aca, a2 segment was filling from the anterior communicating artery which was "well developed and patent". Minimal residual filling was noted at the aneurysm neck and the physician completed the procedure successfully with a further two coils. The patient was reported to have "no neurologic deficit."